Event description:
Shock impedance reportedly >150 ohms. Lead remains implanted and no adverse patient events have been reported. Patient will be brought in for evaluation.

Manufacturer narrative:
Lead was explanted (B)(6) 2020. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided trend data, recorded between (B)(6) 2020 and (B)(6) 2020, showed the rv sensing amplitude initially between 12 and 18mv before it fell between 5 and 10mv in the beginning of (B)(6) 2020 and stayed there till the end of the recorded period. The rv shock impedance was initially recorded between 40 and 60 ohms before it abruptly rose to greater than 150 ohms at the end of (B)(6) 2020 and stay there till the end of the recorded period. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Lead was explanted (B)(6) 2020. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 57 cm distal to the df4 connector pin the insulation was found abraded through. At this location the conductor cable leading to the rv shock coil was found fractured. This damage is assumed to be the root cause for the observed out of range shock impedance. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.